Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a "single compressor malfunction" alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The patient file was copied and reviewed and confirmed the single compressor malfunction alarm as reported by the customer. The single compressor malfunction alarm could not be reproduced during the course of testing. However, the right compressor, which was acting as primary at the time of the recorded alarm, was found to have slippage in the counterweight system. The counterweight slippage was the only observation noted during the internal visual inspection of the driver, and although the single compressor malfunction alarm was not reproduced during testing, it is likely that this finding was associated with the alarm. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.